Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced capsular contracture with baker grade iii on the left breast implant. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 800cc saline implants, catalog # 3502800, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.